Event description:
The account alleged that the head hi/low was drifting slowly down after a recent replacement of the head hi/low cylinder due to leaking. No patient impact.

Manufacturer narrative:
The technician asked the account to tighten the hose connections on the hydraulic cylinder and the hydraulic manifold. The account tightened all hydraulic hose connections at the manifold to resolve the issue.